Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On november 10, 2022, the patient reported that (B)(6) 2022, they woke up one morning and their feet were inverted and they were real weak.  They stated their daughter told them they didn't look good and an ambulance was called.  The pt had tests (e.g., MRI, cat scans, etc.) Done due to concern for a stroke.   Ever since that morning, the pt has been walking like they're "drunk" with their feet bouncing and inverted, which causes them to almost fall over.  They stated they were so weak that they can't carry a 12-pack of soda.  They stopped using the therapy because they thought these issues were due to their implanted neurostimulator (ins) however, the pt also stated that their doctors and multiple manufacturer representatives (reps) had looked at the ins "a thousand times" and they all said the ins was fine. Follow up was sent to the reps to confirm aware dates. The reps confirmed they either hadn't met with this patient or had not been made aware of the reported adverse events. One rep noted that they were scheduled to do reprogramming with the patient but the patient was a no show to that appointment.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on (B)(6) 2023. The pt said they didn't have a stroke but had nerve damage in their feet and the cause was unknown. Pt said they will have an MRI on their back to see if any nerves in their back or the stimulator are the problem. Pt said the weakness and inability to walk still remains. When they turned on the stimulator, their feet would hop involuntarily so they voluntarily shut it off and were not using it. Pt said all tests were fine from their cat scans.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient (pt) on (B)(6)2023. The pt reported that their left foot was totally pointed towards the other foot. The right was a little weak and just slightly inverted. They were tested for a stroke and it was confirmed that they did not have a stroke. They were checked for clogged arteries in their legs and neck and found no clogs. Pt said nerve damage could only be due to the spinal cord stimulator. They hadn't used it since they used to have it removed but they just broke their femur bone on (B)(6)2023 because of their foot making them trip and fall and had broken it in 5 spots for which they needed surgery for. Pt said there was something wrong with their machine. Pt said they were prescribed medication.